Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. Suture snapped from needle swage. The needle did not fall into the patient and there were no adverse patient consequences. Surgeon continued with second needle and completed the anastomosis. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: were there patient consequences? If yes, please specify. No consequences. - what was being done when the suture snapped from needle swage (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Surgeon continue with second needle and completed the anastomosis. - did the needle fall into the patient? If so, please provide the following information: needle did not fall into the patient. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.